Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a free flap procedure some of the clips dropped unexpectedly and other clips were unable to hold vessels tightly. No pt consequences were reported.